Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than expected during therapy (medication, dose, programmed amount and delivery rate unknown). The customer also reported experiencing siphoning (concurrent flow) from the primary containers during secondary infusions. The device was programmed to deliver normal saline as a primary infusion and chemotherapy as a secondary infusion at rates of 150 ml/hr or greater. As a result of the concurrent flow, the user clamped the primary IV set when a secondary infusion requires a rate of 150 ml/hr or greater. There was no patient injury or medical intervention associated with this event. No additional information is available.